Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and purge assembly was tested with purge and pump, with no issues occurring with the de-airing process or purge cassette recognition. Stepper motor was disassembled and visually inspected, with no signs of dextrose or resistance when attempting to rotate motor shaft. The root cause of the lack of purge cassette recognition could not be determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the automated impella controller (aic) did not recognize the purge cassette. The aic was replaced, and the case continued. It was reported that the procedural outcome was the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.